Manufacturer narrative:
The customer replaced the reaction vessel, cleaned of reaction bath, and ran a cell blank. The field service engineer repaired the reagent probe. The customer changed the reagent cassette and performed calibration and quality control which were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was excluded because calibration and quality control results were acceptable after the replacement of the reagent. A hardware issue could not be ruled out as there was a cell blank error and probe alarm. This event occurred in (B)(6).

Event description:
The initial reporter received questionable valp2 valproic acid results for quality control material and about 100 patient samples. No specific patient data was provided, but it was stated the discrepancy between the initial result and repeat result was about 30-40% lower. The repeat testing was performed on 28-oct-2020. The questionable results were not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.